Event description:
It was reported to boston scientific corporation in 2008, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used on a male patient during a procedure on the same day, (patient age and weight unknown). According to the complainant, during the procedure the cre balloon was inflated to 10-11mm successfully. The device ruptured inside of the patient's esophagus when inflated to 6.5atm/12mm. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was returned with the stopcock and without the protective sleeve. The balloon profile was relaxed when returned and further examination revealed that the balloon was torn longitudinally. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.